Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that she received no delivery alarms on the insulin pump while priming the infusion set. Her blood glucose was 338 mg/dl and she treated with bolus delivery. During a fixed prime, insulin did exit. It was explained that there may be a site-related issue, possibly due to a bent cannula or infusion set or insertion site occlusion. Customer was advised to change the infusion set. The infusion set passed troubleshooting. The customer's blood glucose had lowered to 174 mg/dl. Nothing further reported.